Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a wire detachment occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The physician advanced the rotawire guide wire and the 1.25mm rotablator rotalink to the lesion and completed two ablations. During removal, the physician noticed that the distal part of the guide wire had detached and approximately 20mm of the guide wire remained in the distal end of the lad. No attempt was made to retrieve the guide wire fragment. The procedure was completed with another rotawire guide wire and a 1.25mm and 1.75mm rotablator rotalink, dilatation with a 2.5x20mm non-bsc balloon and the deployment of a 3.0x24mm non-bsc stent. Patient status is reported as "stable".

Manufacturer narrative:
(B) (4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a wire detachment occurred. The 90% stenotic lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). The physician advanced the rotawire guide wire and the 1.25mm rotablator rotalink to the lesion and completed two ablations. During removal, the physician noticed that the distal part of the guide wire had detached and approximately 20mm of the guide wire remained in the distal end of the lad. No attempt was made to retrieve the guide wire fragment. The procedure was completed with another rotawire guide wire and a 1.25mm and 1.75mm rotablator rotalink, dilatation with a 2.5x20mm non-bsc balloon and the deployment of a 3.0x24mm non-bsc stent. Patient's status is reported as "stable".

Manufacturer narrative:
Device evaluation: the visual inspection during analysis revealed that the spring tip was fractured. The other half of the fracture spring tip was not received for analysis. Measurements of the wire revealed that approximately 4.94 cm of the wire was missing at distal end. Kinks are located at approximately 62cm, 121. Cm, and 196cm measuring from the distal end of the wire and at approximately 221cm from the proximal end. The sem analysis revealed that the wire exhibited surface abrasion marks typical of being cut by some tool and reducing the wire's outer diameter. The vertical fracture surface was ¿v¿ shaped and exhibited microcracks along with shear / tear planes in a bending action. No other material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be caused by other device. (B)(4).